Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not working correctly. Customer is experiencing high blood glucose. The blood glucose levels will not go down. The current blood glucose reading is 212 mg/dl. The insulin pump is under-delivering insulin. Customer continues to repeat the boluses and the blood glucose levels will not decrease. During troubleshooting, the programming is correct. Nothing further reporting.